Event description:
The pt experienced an overstimulation sensation over the past few days. The stimulation was set low and on 24/7. She was unable to decrease the stimulation. When attempted, a triple beep was heard. The pt was aggravated and thought the event caused her blood pressure to increase. The pt had an appointment to see her health care provider on (B) (6)2010. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).